Event description:
The reporter states, that she was tested and her blood glucose result was 257 mg/dl on the accu-chek advantage meter in comparison to a lab result of 127 mg/dl. The results were obtained within 10 minutes. No reported actions taken based on the results. No adverse event reported. New system sent to customer and return requested.